Event description:
Per received report: patient came in for a treatment of a giant aneurysm over 9mm diameter. The physician used all micrus coils. During the procedure, the micrusphere coil was stretched, two 2x4 delta coils didn't advanced through microcatheter. The microcatheter used was excelsior sl10 45 degrees. The physician used 2x3 deltaplush coils and it worked. In addition, deltaplush 2x2 didn't resheath. Introducer and delivery wire didn't match. This procedure used 14 coils except for the 4 coils that had a problem.

Manufacturer narrative:
Note: the product was initially reported as not returned. The file was re-opened and updated to address analysis of returned device. During treatment of a giant aneurysm that was over 9mm diameter with use of 14 coils, a micrusphere coil stretched, two 2x4 delta coils didn't advance through the excelsior sl10 45 degree microcatheter (mc), and a 2x2 deltaplush did not resheath. There was no patient injury. The devices are not available for analysis. The 4 mm x 7.5 cm micrusphere 10 cerecyte microcoil stretched during the procedure. There was no resistance encountered and the coil was successfully withdrawn from the patient without any additional intervention required for retrieval. It was reported that there was no repositioning of the coil, it just stretched during use. The coil did not break or separate. There is no further procedural information available. The coil that was reported as having stretched is a 4 mm x 7.5 cm micrusphere 10 cerecyte microcoil with a spherical/framing shape; however, the returned coil is a 2mmx4.0 helical coil. The returned coil has the delta wind technology; the complaint coil a micrusphere does not have delta wind technology. The returned coil was observed to have buckling damage with no stretching. The type of coil identified as the coil that stretched during positioning is not the same as the coil that was returned. The returned coil is most likely a delta 2x4. Follow-up investigation was not able to clearly clarify the discrepancy of the returned device. The returned coil was not stretched and is not the same type of coil which was reported as having stretched. Without the return of the correct microcoil system reported as having stretched the event cannot be confirmed. Based on this and the lack of procedural information, the root cause of the coil stretching during repositioning inside the aneurysm cannot be determined. A review of the manufacturing documentation associated with the complaint lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The lot number of the returned microcoil system that does not coincide with the reported information is not known; therefore a device history record review cannot be completed. It is possible that procedural factors contributed to the stretching of the coil; however, without the return of the device for analysis and based on the available information no conclusion can be made regarding factors that may have possibly contributed to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
During treatment of a giant aneurysm that was over 9mm diameter with use of 14 coils, a micrusphere coil stretched, two 2x4 delta coils didn't advance through the excelsior sl10 45 degree microcatheter (mc), and a 2x2 deltaplush did not resheath. There was no patient injury. The devices are not available for analysis. The 4 mm x 7.5 cm micrusphere 10 cerecyte microcoil stretched during repositioning. There was no resistance encountered and the coil was successfully withdrawn from the patient without any additional intervention required for retrieval. It was reported that there was no repositioning of the coil, it just stretched during use. The coil did not break or separate. There is no further procedural information available. It is possible that procedural factors contributed to the stretching of the coil; however, without the return of the device for analysis and based on the available information no conclusion can be made regarding factors that may have possibly contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.